Event description:
The company was informed that the pt refuses to use the device due to sound quality issues. Programming adjustments have been made, however, this has not resolved the issue. Revision surgery is under consideration.